Manufacturer narrative:
This complaint is still under investigation.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc 9826-2012. Reason for original complaint: patient was revised to address pain. Update: (B)(6) 2013- litigation papers received. It is alleged that the patient suffers from a cup that has eventually detached, disconnected, created metallic debris, and/or loosened from the patient's acetabulum. A cup has been reported.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2355046 and 2391771. A search of the complaint database search finds one additional reported incident against lot code b1dfw1 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup and stem, metal wear, metallosis, and elevated metal ions.